Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced issue with adhesive on (B)(6) 2026. The adhesive did not sticking to the body upon application. The patient replaced infusion sets and resumed insulin successfully. No further information available.